Event description:
Reporter stated that the surgeon had torn the patient's capsule bag during phacoemulsification, not with staar's equipment. The surgeon inserted a silicone intraocular lens model aq2010v in the sulcus, and the lens would not sit well in the patient's sulcus so the surgeon had to enlarge the incision and remove the lens and placed a suture to close the wound. It should be noted that the surgeon nicked the optic of the lens when taking it out of the eye with forceps. This is the second of two lenses for the same patient, reference 2023826-2005-01592.